Manufacturer narrative:
The customer contacted siemens to report that three discordant carbon dioxide test results were obtained from an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse performed instrument alignments and replaced the lamp (routine maintenance). The carbon dioxide test was calibrated and quality control materials were run with acceptable results. The potential cause of the discordant carbon dioxide test results was the need for lamp maintenance. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
Three discordant carbon dioxide test results were obtained from an atellica ch 930 instrument. The initial discordant results were reported to the physician(s). The same samples were repeated on an alternate atellica ch 930 instrument the next day. The repeat results were reported to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the discordant carbon dioxide test results.